Manufacturer narrative:
H3: analysis of the device found visually, there was no damage or anomalies in the device's construction that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were red 12.6 ohms, red [w/white band] 14.7 ohms, blue 15.6 ohms, and blue [w/white band] 12.6 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. In the returned condition, there was no out-of-specification condition identified related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider reported via manufacturer representative that the emg tube was placed correctly in a patient during a surgery and one of the sides of the tube was not working. They removed it and placed another tube of a different lot and it was fine. This happened more than once. The impact to the patient and the user is a small delay in the surgery to replace the tube. Upon follow upit was stated that a red x when they were checking the electrode status on the nim screen.